Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent lingual frenoplasty procedure under local anesthesia on (B)(6) 2018 and suture was used. The needle pulled off during use. An additional procedure was performed on the same day. X- ray was used to locate the needle and the needle was retrieved from the patient. The patient condition is reported as stable. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/20/2018. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Unk. What instruments were used to grasp the needle? Unk. Where was the needle grasped during use? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. If applicable, will product be returned, return date, tracking information: yes, the sample was sent on (B)(4) 2018 with tracking no. (B)(4). What is physician¿s opinion as to the etiology of or contributing factors to this event?: product quality. What is the patient current status? Stable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: a detached needle, a winding former with an un-dispensed suture and a paper lid of product code j433, lmm236 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. In addition, marks on the edge of the needle that appears to be by the use of a surgical instrument and remnant of the suture was noted into the barrel hole could be observed. The suture was dispensed and examined along of the strand and no defects were observed. However, the end of the suture is severely damaged (cut) appears to be by the use of a surgical instrument. Per the sample condition the assignable cause of the performance - pull off suture needle, suggest an improper handling of the sample.